Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The exact event date was not available, therefore the date 01/01/2023 was used as an estimate, based on the reported onset occurring 2023.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) functioned well and yielded excellent clinical results. In 2023, the patient experienced an acute myocardial infarction and was transported to the emergency department while unconscious. During admission, an attempt was made to insert a urinary catheter without awareness of the aus device. Following this intervention, the patient developed urinary incontinence. The device was subsequently explanted and replaced. There were no further patient complications.